Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer plugged in the pump to charge and while connected to a power source the battery gauge dropped from 40% to 5%. The customer then charged the pump to 45% and the pump battery jumped up to 100% immediately after being disconnected from the power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.